Event description:
Pt was transferred to bed and dislocated, so the surgeon went back in and revised the hip (right side).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.